Manufacturer narrative:
The reported event of unlocked swift-lock anchor was not confirmed. This issue cannot be confirmed with product analysis. The swift-lock anchor was incomplete. Approximately 10mm of the distal sleeve had been trimmed from the anchor. The anchor was functionally tested and passed.

Event description:
Device 4 of 5; reference MFR. Report#: 3006705815-2020-01594, reference MFR. Report#: 3006705815-2020-01595, reference MFR. Report#: 3006705815-2020-01596, reference MFR. Report#: 1627487-2020-03777.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 4 of 5. Reference MFR. Report#: 3006705815-2020-01594. Reference MFR. Report#: 3006705815-2020-01595. Reference MFR. Report#: 3006705815-2020-01596. Reference MFR. Report#: 1627487-2020-03777. It was reported x-rays were taken after the patient underwent an unrelated procedure. X-ray results revealed the patient's ipg and leads had migrated. In turn, the patient underwent surgical intervention to address the issue. During the procedure, the header of the patient's ipg was determined to be damaged and the patient's anchors were found to be unlocked. As a result, the patient's scs system was explanted and replaced.